Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that when the nurse was using the zimmer blood reinfusion system in the operating room, the collection reservoir was leaking by a puncture hole. Surgery was delayed for 30-40 minutes and surgery was completed with another device.